Event description:
Fred called and stated that the alarm silence button is stuck "on" all the time, so there isn't an audible alarm. He said that there wasn't any pt involvement, they noticed it when they set it up.

Manufacturer narrative:
H6: the viays tech support specialist in conjunction with the customer determined that the root cause of the reported event was a faulty alarm board. The viasys failure analysis lab tech evaluated the alarm board and determined that the root cause of the reported failure of the alarm board was a faulty (open) capacitor (c27) on the board. The customer was shipped a replacement alarm board to repair the unit on replacement sales order # c-svc128841.